Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that the right atrial lead exhibited myopotentials oversensing. No intervention has been performed. The patient was in stable condition and will continue to be monitored.